Event description:
A hemodialysis user facility has reported that during treatment a line separation occurred. The venous blood tubing became disconnected from venous hub that was connected to the dialyzer as the dialyzer was inverted at the start of treatment. The blood that was in the circuit was not returned to the patient. Estimated blood loss was 250 cc's. No medical intervention was required. Patient had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.